Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A health care provider (hcp) reported on (B)(6) 2015 that the patient had an infection at the pocket, and they were about to explant the implantable neurostimulator (ins). The infection occurred about a week prior to the call. The indications for use were spinal pain and failed back surgery syndrome. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).